Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported the patient's her low back program had to be increased "high" to feel stimulation and it was causing shooting pain down the leg and foot. It was noted the patient had two programs, one for her low back and one for her higher thoracic spine. It was also noted that the thoracic spine program (b) could not be selected or activated with the patient programmer (pp). The patient had a radio frequency ablation done last week and that was when her issues started. The patient noted that her doctor had called to schedule an appointment with a manufacturer's representative (rep), but they had not heard back yet. Patient services redirected the patient to discuss her therapy concerns with her doctor and to schedule an appointment for a device check. Additional information received from a manufacturer's representative (rep) reported she would contact the patient and make an appointment to see her at her healthcare provider's (hcp) office.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.